Manufacturer narrative:
Per the user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Investigation of the device suggests that the user delivered 10 bolus requests within 35 minutes without entering glucose values or carbohydrates and while having insulin still on board. The pump was tested and passed all specifications. There is no evidence the insulin pump experienced a malfunction or failure.

Event description:
It was reported that the customer was admitted to the intensive care unit on (B)(6) 2020 and subsequently passed away on (B)(6) 2020. Suspected cause of event was due to possible intentional self-harm by user delivering multiple boluses via the pump and over-riding the max bolus alerts declared by the pump. The pump data was reviewed and it was noted that on (B)(6) 2020, the user had made multiple bolus requests without entering in blood glucose or carbohydrate values and while having iob (insulin on board). The user continued to deliver the boluses, despite max hourly bolus alerts being declared. There is no evidence that the insulin pump experienced a malfunction or failure.